Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. Vascular access was gained via the left brachial artery. A 6f 90cm non bsc introducer sheath was advanced and balloon angioplasty was performed with a 4mm non bsc balloon catheter. The innova¿ 6x180x130 stent was then advanced over a .014¿ 300cm non bsc guidewire. Deployment of the innova¿ was initiated via the thumbwheel and the pullgrip was pulled to deploy the remainder of the stent. It was noted that about 3cm of the stent remained within the sheath. The stent delivery system was then removed resulting in stretching the proximal side of the stent about 4-5cm. Blood flow was secured, no patient complications were reported and the procedure concluded